Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a spi to motor pic communication error, a blank display, and a failed battery test alarm. The customer also noticed moisture underneath the display. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 130 mg/dl. The customer declined to troubleshoot. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed to that the device would be replaced, and was informed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with traces of moisture was found at the lcd board per our visual inspection. The insulin pump was monitored for 2 days and no blank display anomalies, a39 alarms or failed battery test alarms were noted. The insulin pump powered up properly after battery installation. The operating currents are within specifications. No damage on the lcd isolation tape noted. The insulin pump has cracked case at the display window corners and minor scratched lcd window.